Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high atrial capture management results since implant with multiple episodes of atrial fibrillation (af)/atrial tachycardia (at) observed. The electrograms (egm) in the at/af episodes showed far field r-wave (ffrw) oversensing from the right atrial (ra) lead and possible right ventricular (rv) lead t-wave oversensing (twos). The lead impedance was noted to be stable with a small p-wave value seen. It was recommended to attempt unipolar polarity with the ra lead or potential reprogramming to resolve the ffrw. The patient was not known to have any atrial arrhythmias. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.